Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs), alleging that his onetouch ultra2 meter displayed an inaccurately high result compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation since the patient did not want to be contacted for follow-up. The patient did not know when the alleged inaccuracy issue started. He reported that on an unknown date and time, he obtained an alleged inaccurately high blood glucose result of ¿60 mg/dl¿ on the subject meter. The patient manages his diabetes with a combination of insulin and oral medication. He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate result. He reported that an unknown time later, he obtained a blood glucose result of ¿40 mg/dl¿ on a hospital device, performed within 30 minutes of the reading on the subject meter, and had symptoms of ¿dizzy, sweating and light headed¿. He reported that he was hospitalized and received IV fluids from a healthcare professional (hcp) to treat his symptoms. The patient was unable to recall the dates of admission to, or discharge from, hospital. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct test steps and indicated that an approved sample site had been used to obtain the blood samples. The cca noted that the patient¿s test strips were within expiry date, had been stored correctly and the test strip vial was not cracked or broken. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Dizzy, sweating and light headed requiring hcp intervention, after the alleged product issue began.